Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the unintended movement (clip open during efaa). There is no indication of a product issue with respect to manufacture, design, or labeling. An additional clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the clip opening during efaa. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve however during grasping, the gripper became caught on the anterior mitral leaflet (aml). The cds was pulled back to the left atrium (la) when it was noted one gripper was not fully raising. During removal the clip interacted with the chordae, causing a flail. The cds was removed and replaced with a new clip, which was implanted without issue to treat the flail. Another cds was advanced and placed on the valve however when establishing final arm angle (efaa), the clip opened. Troubleshooting was performed and the clip was able to pass efaa and was deployed. A third clip was implanted, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.